Event description:
A customer reported a cartridge alarm 30 occurring during pumping, which resulted in their blood glucose level displaying as "high." To address this, the customer administered a correction injection via multiple daily injections (mdi), and no third-party assistance was required. A backup insulin pump will be used for insulin therapy.